Manufacturer narrative:
(B)(4). Concomitant medical products: medical products: taper stem plug, item: 00596009900, lot#: 62791463. Femoral component option size f left compatible with lps-flex prolong, item#: 00596401651, lot#: 62814814. All poly patella size 38 mm dia. Standard 9.5 mm thickness, item:00597206538, lot#: 62793810. Prolong lps-flx nxgn art surf, item#: 00596204014, lot#: 62802089. It is indicated by the complainant that the explanted devices will not be returned at this time, as the location of the device is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that approximately three months after revision surgery patient's primary care physician noted that the bottom part of implant was shifting.

Event description:
This item is not related to the event and was previously reported in error.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined that the product is not reportable and the initial report was submitted in error. Hence the initial report submitted needs to be voided.

Manufacturer narrative:
The follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.